Event description:
I began treatment with byte aligners on (B)(6) 2023. I used the product as instructed and wore the retainers for approximately a year. Over time, I developed painful and harmful side effects, including clashing of my front teeth, loss of contact between my back teeth, and bite misalignment. I reported these issues to byte multiple times. Instead of properly evaluating the situation, they sent me additional aligners that worsened my bite and advised me to continue, claiming my bite would improve over time. Eventually, the discomfort and misalignment became so severe that I had to stop wearing the retainers altogether. Recently, byte issued an urgent field safety notification admitting their treatment onboarding may not adequately screen for conditions like mine, which could result in exactly the kinds of complications I've experienced. Despite this acknowledgment, byte has refused to address my concerns, denied me a refund, and will no longer assist me in any way.